Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be rapidly depleting from 100% to 45%. There was no impact to the customer's blood glucose levels. Customer will continue to use current pump for diabetes management.